Event description:
Patient reported "rupture of the left device," and "lymphomas." Later, healthcare professional reported, inquiry about "recalled breast implants." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: partial implant date - 2007. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "lymphomas".

Manufacturer narrative:
The events of capsular contracture, lymphedema, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "rupture of the left device," and "lymphomas." Later, healthcare professional reported ¿bilateral device rupture and capsular contracture¿, ¿suspicious lymph nodes left axillary¿, ¿suffers from painful lymphedema ¿,¿breast feels warm and swollen", ¿sleep disorder¿, ¿depression¿, and ¿anxiety¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported "rupture of the left device," and "lymphomas." Later, healthcare professional reported ¿bilateral device rupture and capsular contracture¿, ¿suspicious lymph nodes left axillary¿, ¿suffers from painful lymphedema ¿,¿breast feels warm and swollen", ¿sleep disorder¿, ¿depression¿, and ¿anxiety¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported "rupture of the left device," and "lymphomas." Later, healthcare professional reported ¿bilateral device rupture and capsular contracture¿, ¿suspicious lymph nodes left axillary¿, ¿suffers from painful lymphedema ¿,¿breast feels warm and swollen", ¿sleep disorder¿, ¿depression¿, and ¿anxiety¿. Device has been explanted and replaced with a non-allergan device.